Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to discharged during a pt event. There was no pt of negative pt impact. We are requesting add'l info and this investigation remains open.